Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications during ventilation. The root cause was determined to be defective paw sensor on the sensor board. In consequence the correction made to replace the sensor board 2. There was no patient or user harm.

Event description:
Facility reported on (B)(6) 2020 the ventilator was powere on an technical faults tf5507 and tf5512 occurred. Ventilator was removed from use. Logs and screenshots will be sent via email. Ventilator was previously repaired (B)(6) 2020 (B)(4) with a paux reading issue. Ventlator had 2,386 hours on it at the time of that repair.